Event description:
This is filed for gripper actuation issues. It was reported that the mitraclip procedure was performed on (B)(6) 2022. To treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed, the heart was rotated, the leaflets were frayed, and there was calcification. A clip was advanced and it was not possible to grasp both leaflets due to the challenging anatomy. There was difficulty capturing the leaflets during some attempts. At the end of the procedure one of the grippers could not be lowered. The gripper was not able to be seen due to difficult visualization from the anatomy. The clip delivery system (cds) was removed and the gripper was tested outside of the anatomy and the issue was confirmed. After this the procedure was ended. No clips were implanted and the mr remained a grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue. The reported failure to grasp leaflets, failure to capture leaflets, and poor imaging could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported single gripper actuation issue could not be determined. The reported failure to capture leaflets, failure to grasp leaflets, and poor imaging appear to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.